Manufacturer narrative:
(B)(4). The patient was treated with gentamycin (route, dose and frequency unknown), vancomycin (route, dose and frequency unknown) and cipro (orally, dose and frequency unknown). The last dose of antibiotics was given approximately one month after hospitalization began. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event and treated with unspecified antibiotics. The patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.